Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the stent was observed to be dislodged when unpacked. There was no pt involvement. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, or improper or inadequate crimping at the time of manufacture. Reportedly, there was no pt involvement in this case. Unfortunately, without the device to examine, a conclusive root cause for the reported discrepancy could not be determined.